Manufacturer narrative:
On 29-dec-2020, mentor received additional information about the event. The patient was diagnosed by a healthcare professional with left breast baker grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-jan-2021, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2021. Reason for device explant and/or reoperation: left breast capsular contracture, right breast is ¿soft and squishy.¿ d6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: the patient suffered from bottoming out of the right breast prosthesis. The updated implantation date is (B)(6) 2017. The patient had her removed breast prostheses replaced with sientra gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 375cc gel breast prostheses developed encapsulation in her left breast. The patient reported that her left breast is hard and tender, indicative of capsular contracture (baker grade unknown). In addition, the patient reported that her right breast is mushy and that it feels soft and squishy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patients left breast prosthesis.